Manufacturer narrative:
(B)(4): unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-613 / lot: unknown (x4) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c5-c6. The following post-operative event was reported: post op visit date-2004 (B)(6) ae onset date: 2004 (B)(6); ae description: insidous onset of neck <(>&<)> bilateral je pain non-dermatomal. Medication: yes;injection: c-esi ; description: pain reduced to baseline. Post op visit date-2005 (B)(6), medication: yes; post op visit date-2005 (B)(6), additional surgery: c5-6 c6-7 acdf; additional surgery date: 2005 (B)(6); hospitalization: yes; additional treatment: pt. Had c5-c6 c6-c7 anterior cervical discectomy fusion. Post op visit date-2006 (B)(6) physical therapy: yes; injection: trigger point inj.additional treatment: trigger point inj with physiatry for neck pain. Post op visit date-2006 (B)(6), description: pt continues with some intermittent stiffness or aching into her neck otherwise is doing well. Post op visit date-2006 (B)(6) injection: trigger point (B)(6); additional treatment: (2) trigger point injections. (1) rt trapezius (1) lt trapezius post op visit date-2010 (B)(6), injection: cerv esi (B)(4)-c6-7 cerv nrb 1/8/09-left c7 ; additional treatment: thoracic, neck, scapula and trapezius pain treated with trigger point injections and cervical nerve block and cervical esi. Description: patient states injections in 2009 of limited benefit. No add'l treatment since